Event description:
It was reported that the patient presented to the emergency room after receiving shocks. Interrogation revealed the patient was having a ventricular tachycardia episode. Atp therapy delivered by the device accelerated the rhythm and did not terminate the episode. A high voltage shock was administered and the patient was converted. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. H3 other text : device evaluation anticipated, but not yet begun

Manufacturer narrative:
Analysis was normal;. No anomalies were found.